Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A hardware failure error was found in the event history log (ehl). A failed value of 132.0000 was displaced. The interconnect board was visually inspected. The interconnect board was corroded from fluid ingression. This damage to the device attributed to the customer. A user interface issue was therefore established as the root cause. The damaged interconnect board was replaced to address the reported fault.

Event description:
It was reported that the medfusion pump needed a replacement interconnect board. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
H6: patient code was updated to reflect code 4582.

Event description:
It was further reported that there was no patient involvement regarding the previously reported product malfunction.